Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv0780 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv0780) have been reported from the same facility.

Event description:
It was reported that after the catheter had been trimmed, there was visible damage around the 0-1 mark at the end of catheter. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l per-q-cath catheter. The sample was received with an attached t-lock assembly and inlaid stylet. Usage residues were observed throughout the sample. A curved longitudinally aligned split was observed just distal of the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a large leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed sharply defined fracture edges. The split surface was coarsely granular, with abundant abrasion damage. Following longitudinal bisection of the sample in the vicinity of the split, inspection of the inside surface revealed longitudinal scoring marks. The damage on the interior surface was more extensive than that on the exterior surface. The split characteristics and interior features were consistent with damage caused by contact between the catheter and the stylet. Such damage can occur if the catheter is not flushed prior to stylet manipulation/removal and if removal is attempted when the catheter is compressed. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of rebv0780 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv0780) have been reported from the same facility.

Event description:
It was reported that after the catheter had been trimmed, there was visible damage around the 0-1 mark at the end of catheter. The device was not used on a patient.